Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via email that the customer has been experiencing high blood glucose. She stated that they have been changing the set 2 to 3 times a day and have found the tubing to be kinked. Insulin is new. Customer's mother was called to follow up on the issue reported and she stated that it started on (B)(6) 2015. Blood glucose value was 596 mg/dl. They were unable to troubleshoot at the time of call. The infusion sets are being replaced.